Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: "foreign matter (yellow particle) inside a tube sealed."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/21/2021. H.6. Investigation: bd received a sample and 1 photo for investigation. The photos and sample were reviewed and the indicated failure mode for foreign matter with the incident lot was not observed. Evaluation of both showed clumping of additive in the tube. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. Additionally, 50 retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: "foreign matter (yellow particle) inside a tube sealed."